Event description:
A call was received through technical services reporting that a ventricular lead warning was received for bipolar impedance of 338 ohms. The impedance in unipolar was 351 ohms. The lead was replaced. No patient complications have been reported as a result of this event.